Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique, use of forceps (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were pre-placed at the 10 o¿clock and 2 o¿clock positions. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly, after the tavi procedure, while removing the large-bore (14fr) sheath, the two blue sutures placed during the pre-close were pulled strongly with forceps, causing the suture at the 10 o¿clock position to separate. Another prostyle was deployed. Hemostasis was achieved with the remaining pre-placed prostyle suture along with the suture of the prostyle that was deployed post tavi. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.